Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) lead exhibited a decrease in impedances and a rise in thresholds to high levels. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.